Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was by the patient that they were having "minor symptoms". It was also reported that the patient may have to have their device "replaced early". Additional information has been requested and not received. No patient complications have been reported as a result of this event.